Event description:
It was reported that the customer experienced a blood glucose (bg)level of 38mg/dl. The customer alleged that the control-iq algorithm delivered an auto-bolus in response to an inaccurate continuous glucose monitor (cgm) sensor reading; however, this allegation could not be confirmed as the cgm and bg values at the time of the automatic bolus were not provided. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.